Event description:
It was reported that the user attempted to prime the ilet system without attaching the connector piece to the ilet and had already placed the infusion site on the body, resulting in the cartridge being pushed out and no visible drops until guided to rewind, properly insert the cartridge, attach the connector, disconnect from the body, and press and hold to observe drops through the tubing. The issue aligned with an infusion set and cartridge use error involving the cannula/infusion set connection. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem due to an improper procedure and failure to follow instructions, with the device component implicated as the cannula/infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.